Event description:
The customer obtained a low glucose result for a patient sample. The low result was reported to the floor and the patient was treated. There was no report of patient harm as a result of this event.